Event description:
During a laparoscopic cholecystectomy, the pt required intubation. The pt was on a skytron bed, and the anesthesiologist attempted to raise the head of the bed using the appropriate button. The head of the bed would not raise until the kidney rest was repositioned. This event has occurred several times with this bed but without an acceptable response from the MFR.